Event description:
This is a spontaneous case report received from a (B)(6) female consumer from united states on 07-oct-2015. A reimbursement claim was provided and the case considered potential legal. Consumer had essure (fallopian tube occlusion insert) lot number c76452 inserted on (B)(6) 2014 for permanent contraception. Consumer's medical history included postpartum state, vaginal spotting, and breakthrough bleeding. A sonar from included (B)(6) 2014 included ovarian cyst 2.8 and a pap test from the same day included (B)(6) high risk interp / other genotypes - (B)(6). Depo provera was used as concomitant medication. At insertion, one ring was seen on right side and 2 on the left. On (B)(6) 2014, consumer was complaining of bleeding and premarin was given. On (B)(6) 2014, at office visit, consumer was complaining of heavy bleeding twice a month, continuous bleeding, daily bleeding, fatigue, cramping daily. Sonar was performed and showed ovarian cyst 2.8. Plans included: cycle on oral contraceptives x 3 months. Doxycycline prescribed for endometritis; and cbc. On (B)(6) 2015, an essure was expelled. On (B)(6) 2015, at office visit, it was stated spotting all month with oral contraceptives. It was reported: cramping, bleeding, passed the essure tissue. A sonar was performed and showed l ovarian cyst new 2.3x2.3x2.5. Previous l ovarian cyst 2.1x2.5x2.7cm. Es=0.29g. Identified the essure on left but not on right. Tc from radiologist included patent right tube and blocked left tube. On (B)(6) 2015, hysterosalpingogram (hsg) was performed and showed patent right tube. Left sided essure micro insert in place with occlusion of left fallopian tube. On (B)(6) 2015, at office visit, consumer was feeling horrible, could not take deep breath, epigastric pain over ziphoid process, vomiting, headache, vaginal bleeding stopped since expelled, but pelvic pain was still coming and going and was much worse than menstrual cramps. Consumer said this all started with the implants and wanted the other essure removed. She was explained hysterectomy was required. Impression: chronic pelvic pain, sx (interpreted symptoms) of possible stomach ulcer (epigastric pain, nausea, vomiting) or cholelithiasis. Ovarian cyst. Patent r tube, and expulsion of essure. Plans included: labs and surgical consult. May need rtl (interpreted right tubal ligation), bilateral salpingectomies, ovarian cyst. Sed rate reported: 80 possibly due to p.i.d., such as salpingitis/endometritis. On (B)(6) 2015, surgical consultation included, dysphagia, nausea and vomiting also coming and going and was associated with a decreased appetite, but there was some weight gain. Abdomen had vague left lower quadrant tenderness. Questionable right upper quadrant discomfort. On (B)(6) 2015, at office visit, symptoms were the same: headaches, lower back pain, could not walk in am, pelvic cramping. On (B)(6) 2015, at office visit, symptoms continued, also fatigued. Rec: rtlh, bilateral salpingectomy. Product technical complaint investigation and final assessment were received on 24-oct-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. In addition, the ae case refers to a lack of efficacy (patency). The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c76452; production date: 11-jul-2014; expiration date: 31-jul-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based in the available information, there is no relationship between the reported medical events and a quality defect. Follow up 02-nov-2015: follow up information received from the health care professional. Hysterosalpingogram results from (B)(6) 2015 were provided and the hcp reported that might have lost one essure. Company causality comment: this case report received via legal claim refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / pelvic pain and bleeding (heavy bleeding x 2 months / continuous and daily bleeding). She also experienced endometritis after a couple of months and later, possibly pid. These events (seen as pelvic pain, genital bleeding, endometritis and pelvic inflammatory disease) are serious due medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding and pelvic pain may occur during essure use. Considering temporal relationship and event's nature, causality between these events and essure use cannot be excluded. Although essure may become a vehicle for microbial transport in the upper genital tract during insertion, this mostly occurs in the first 4 weeks following essure placement. In this case, the endometritis was suspected two months after insertion and pid eight months later. Therefore, causality between these infectious events and essure use is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected through the normal litigation process but will not be actively pursued.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs